Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated that a 12.6mm micl12.6, -16.0 diopter, implantable collamer lens tore broke during injection/delivery into the eye on (B)(6) 2019. The reporter reported pre-op and post op endothelial cell count, elevated iop that lasted 4 hours and incision enlargement. The lens was removed and exchanged within the same surgery and the problem resolved. Cause of event was unknown. The reporter stated that there was no significant loss of endothelial cells, patients cornea is crystal clear. (B)(4).

Manufacturer narrative:
B5 - post-op the reporter stated patient offered no complaint other then slightly blurred vision, which was resolved by receiving a small prescription for pre-existing corneal astigmatism. H6 - device code: device code: 3189 should be corrected to 2993. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. Lens was returned in liquid, in lens vial. Visual inspection found oneof the haptics torn. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6, -16.0 diopter, implantable collamer lens tore/broke during injection/delivery into the eye on (B)(6) 2019. The reporter reported pre-op and post op endothelial cell count, elevated iop that lasted 4 hours and incision enlargement. The lens was removed and exchanged within the same surgery and the problem resolved. Cause of event was unknown.